Manufacturer narrative:
No sample was returned for evaluation. Analysis of the retain sample from the same master lot as lot 406501 confirmed the product as c3f8 and meets all release criteria.

Event description:
25l-11 - clinical study center number 03, subject ID (B)(6). A healthcare professional reported that a patient experienced mild secondary glaucoma in the left eye following posterior vitrectomy with replacement injection+vitreous drug injection+retinal lesion laser coagulation+vitreous gas-liquid exchange, retinal repositioning surgery. Drug therapy given. Patient recovered.